Manufacturer narrative:
The device was not returned for evaluation, as device status is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 25mm 3300tfx aortic valve, implanted for four years and six months, was explanted due to unknown reasons. The explanted device was replaced with a 23mm 3300tfx valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The subject device is not available for evaluation due to endocarditis. H11: corrective date: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 25mm 3300tfx aortic valve, implanted for four years and six months, was explanted due to staph endocarditis, degenerative, vegetation, severe aortic regurgitation, calcified. The explanted device was replaced with a 23mm 11500a valve. Per the medical records, the patient presented with acute on chronic hfpef and was found with severe regurgitation secondary to endocarditis and aneurysm of ascending aorta. The patient underwent a redo avr, and replacement of the ascending aortic with a 26mm woven dacron graft. The valve was removed and the replaced with a 23mm 11500a valve. The valve fit very nicely. The patient tolerated the procedure well and was transferred to the ICU in stable condition. The patient was discharged on home pod #9 in stable condition.